Manufacturer narrative:
(B)(4). H6: health effect clinical code - heart failure/congestive heart failure.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, it was reported that the patient experienced visual impairment (she couldn¿t see and was only seeing circles). Because of this, she was about to fall. The patient called an ambulance, the paramedics took a bg reading which was 45 mg/dl and the cgm reading was 75 mg/dl. They treated the patient with 2 glucose tablets in the ambulance. They took the patient to the hospital and was treated there with IV insulin and lasix (furosemide) for swelling. The patient´s legs were swollen due to diabetes and congestive heart failure. The patient was discharged after 2 weeks. At the time of the report the patient was still not feeling well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.